Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized. On an unreported date, the patient began treatment with vancomycin injection (ip, 1 gram stat), injection amikacin (500 mg stat and 100 mg qid) and injection fortum (1 gram qid) to treat the event of peritonitis. The outcome of the event is unknown. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.